Event description:
It was reported the motor not running errors occurred. No patient injury was reported.

Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seal was removed/broken on the bottom case. Counterfeit top case, cracked on right plunger case and alternate current (ac) receipt missing plunger case seal. Motor not running was found in the event history log. The technician was unable to perform occlusion test to verify customer's reported problem due to incorrect assembly on plunger head and optocoupler. The root cause of the reported problem was found to be motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. The technician replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. Performed occlusion test and all functional testing which passed.